Event description:
Pt had jackson pratt drain inserted into the lower rt quadrant of the abdomen on 03/29/98. On 04/07/98 the drain tubing was removed without incident but it was noted that the flat white part of the drain was not attached. Several attempts were made to remove the remaining part of the drain without success. The pt was then taken to diagnostic imaging special procedures where the drain was removed without incident. The medical record does not note that any harm was caused to the pt.